Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/25/2021. H.6. Investigation: one photo and seventy-three representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection to check for a clogged needle and a shield to hub pull test. The samples passed this testing, therefore team was unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The molding and assembly process was reviewed and there were no abnormalities observed during the production of this batch. The assembly process was also reviewed and there were no abnormalities observed during the production of this batch. Therefore, the root cause could not be established.

Event description:
It was reported that contamination was found in the chemotherapy medicine drawn up by the bd precisionglide¿ needle. This occurred with 73 needles during use. The following information was provided by the initial reporter, translated from chinese to english: "the needle is difficult to open and it is not easy to withdraw chemotherapy drugs because some of them are contaminated and the chemotherapy drugs cannot be released, so a total of 73ea must be ×5 times to apply for a claim in a 1:5 method."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that contamination was found in the chemotherapy medicine drawn up by the bd precisionglide¿ needle. This occurred with 73 needles during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle is difficult to open and it is not easy to withdraw chemotherapy drugs because some of them are contaminated and the chemotherapy drugs cannot be released, so a total of (B)(4) must be ×5 times to apply for a claim in a 1:5 method"